Manufacturer narrative:
A cardioquip technician submitted photos of tubing to epidemiology for investigation during a device inspection. Due to the discoloration of the tubing, epidemiology recommended that the device receive hpc testing to provide a quantitative assessment of water quality. Following test results outside of cardioquip specifications, cardioquip decided to perform an internal water pathway replacement on this rental pool device to return it to specification.

Event description:
A cardioquip (cq) depot service manager identified potential contamination within the internal tubing of the device during a depot repair. A picture of the tubing was sent to cq operations for review. Cq director of operations & epidemiology, reviewed the pictures and recommended hpc testing to provide a quantitative assessment of the water quality. No patient was involved. Hpc test results outside of cq specifications for water quality were received on (B)(6) 2024, indicating device contamination.